Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic investigation of returned suspect device finds that the system passed a safety test on the navigation system. The ground continuity measured 99.6m ohms. Checked all connections inside of the system and no issues were found. Took the ac power plug apart and found that the ground clamping screw was loose and so was the wire, but was not able to pull the wire free form the connection. Tightened the screw and re-ran the safety test, clipped to the same point on the cart and it measured 92.6m ohms. Performed a third test with the cable clipped to the I/o panel and it passed, measuring 106m ohms. The system passed all safety testing. Fully functional. No fault found.

Event description:
A medtronic ent representative reported that the power output rating on the fusion navigation system was too high and the hospital would not allow it in surgery. The site testing showed the power output of the external cord found it out of the site's tolerance levels. There was no patient present when this issue was identified.